Event description:
Doctor reported that patient had crown mobility. Implant at tooth site 36 was observed to be fractured at the collar of the implant. Implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was returned for investigation. Visual evaluation of the as returned product identified that there was a fracture identified at the collar. Bone debris observed on the threads of the implant. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was high bone density (type I). The reported device was located on tooth # 36 (fdi). Device history record (DHR) review was completed for the subject lot number 63548723. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 63548723 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured implant.

Event description:
No further event information is available at the time of this report.